Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump gave them insulin, bolus that they did not program and woke up this am with a blood glucose (bg) of 41 mg/dl with moderate sweatiness, moderate weakness and feeling kind of drunk. The patient treated with food and the bg came up and they felt better. The patient found a bolus in the bolus history at 537 am of 5.05 units of 6.5 units canceled normal bolus. The patient stated that they did not deliver this bolus. The patient stated that their up arrow was hyper responsive and scrolling up. The patient reported that the button appeared to be pressed down. The patient denied lifting of the keypad. The patient is currently using the pump. This report is being made due to the bg excursion experienced due to an alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was observed to have a puncture mark going through the keypad at the up key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. When booting to the verify screen the pump scrolls up without user intervention. Scrolling was observed to be intermittent and the pump was able to be set up to complete the required delivery accuracy testing. The pump successfully completed a delivery accuracy test. No unprogrammed boluses delivered during testing. The keypad was removed and the up key contact was observed to be inverted. No contamination was observed under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.